Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 2 months after the dental implant in ada site 3 was placed, the implant had not yet integrated in type iii bone. Clinician reports an infection, pain, fistula and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that nearly 2 months after the dental implant in ada site 3 was placed, the implant had not yet integrated in type iii bone. Clinician reports an infection, pain, fistula and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.